Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis (fa). Fa was not able to confirm/reproduce the customer reported complaint. The instrument was not found to have the blade broken off from the insert. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. Additional findings not reported by site: the harmonic ace instrument was found to have failed energy recognition. The insert was connected to an in-house ethicon generator and failed the self-test. The instrument generated error message "replace instrument error detected unplug hand piece and replace instrument." The instrument was found to have mechanical indentation on the blade. As a result, the insert failed the energy recognition self-test. The instrument was inspected and found to have mechanical indentations on the blade. Any inadvertent contact with staples, clips, or other instruments while the device is activated may result in a cracked or broken blade. Blade damage may be detected by the generator with a solid tone or an error. Scratches/indentations on the blade tip may also lead to premature blade failure. Review of the provided image by a regulatory post market surveillance analyst shows no visible damage to the instrument tip.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of a harmonic ace instrument broke in the process of being used. The customer removed the fractured part of the instrument completely and no fragments remained in the patient. The procedure was completed using a backup harmonic ace with no reported injury. Intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative (csr) and obtained the following additional information: the fragments were retrieved and confirmed using ultrasound. There was no additional surgical procedure needed. An ultrasound was performed to confirm there was no remaining fragments. The surgeon believes the break was the result of a product quality problem. The harmonic ace instrument was inspected prior to use and no abnormalities were found. The instrument was used for 5 minutes prior to the break. The surgeon was using the instrument for dissecting when the issue occurred. There was no instrument collision, and the instrument was not removed during the procedure prior to the breakage. Upon final removal of the cannula, there was no resistance, no damage to the cannula, and no further damage to the instrument. The patient has not returned to the hospital due to complications from retaining a foreign object.